Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nissen procedure, the jaws would not open when taken out of the package. Device could not be loaded.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account with the inappropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was received loaded improperly in the jaws. On examination of the needle, witness marks were noted on the opposite side of the needle indicating improper loading. The needle was also bent. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle (lot number j3m0616x) was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this endo stitch device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may if either the dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.